Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A clinical evaluation of the reported event was performed and determined that it is unknown if the reported device issue contributed to the death of the patient. This was determined based on the lack of available ECG information from the electronic patient record downloaded from the device. Physio-control does recommend against the use of third party electrodes in the device operating instructions. The operating instructions indicate, "using other manufacturers¿ cables, electrodes, power adapters, or batteries may cause the device to perform improperly and may invalidate the safety agency certifications." The cause of the reported issue could not be conclusively determined.

Event description:
The customer reported that their device would not recognize the connection of the patient through the defibrillation electrodes during a patient event. The customer was called to a patient event where the patient was observed to be non-responsive. The customer arrived on scene approximately 25-30 minutes after 911 was called. When the customer arrived on scene, the patient no longer had a pulse and connected their device via the defibrillation therapy electrodes (third party manufacturer - conmed). Once the displayed lead on the device was changed to paddles lead, only dashed lines appeared on the display and the device gave a "connect electrodes" message. A backup AED (unknown brand) was on scene and was connected to the patient using the same defibrillation electrodes and advised no shock based on the patient's ECG rhythm. The patient was then transported to the local hospital and was pronounced deceased.